Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips returned empty. Unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained results of 363mg/dl. The expected fasting blood glucose test result range is 115 to 150mg/d.l. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the livingroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 280 and 270mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained results of 363mg/dl. The expected fasting blood glucose test result range is 115 to 150mg/d.l. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room.. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 280 and 270mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 9/22/2017. The meter memory was reviewed for previous test result history: result 1 : 275mg/dl date: (B)(6) 2017 time:12:23pm fasting; result 2 : 261mg/dl date: (B)(6) 2017 time: 12:21pm fasting; result 3 : 266mg/dl date: (B)(6) 2017 time: 4:35pm fasting; result 4 : 262mg/dl date: (B)(6) 2017 time: 10:07pm fasting; result 5 : 323mg/dl date: (B)(6) 2017 time: 9:24am fasting; customer called in states the meter is reading high.